Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: e2, e3, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the bending section cover, the plastic distal end cover (c-cover), and chemical liquid remained in the channel. It was later identified that the device was returned to olympus without being reprocessed at the user facility. The foreign material adhered to the bending section cover, and the plastic distal end cover (c-cover) was due to reprocessing not being completed. The chemical liquid remained in the channel due to the glue that was used in the previous procedure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a chemical liquid that remained inside the channel. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.